Manufacturer narrative:
The customer's complaint that the pressure rated extension set leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of "jloop" pressure rated extension set leaked. It was reported by the technicians in radiology. Although requested, no specific event dates or patient information or model set was provided.

Event description:
The customer reported a generalized complaint of "jloop" pressure rated extension set leaked. It was reported by the technicians in radiology. Although requested, no specific event dates or patient information or model set was provided.